Manufacturer narrative:
The pump was returned to animas for eval. The keypad was found to be intact; no peeling or lifting was observed. The down arrow keypad button was intermittently responsive during testing. During investigation, the down arrow key contact was observed to be misaligned. There was evidence of keypad adhesive found under all key contacts.

Event description:
The pt reported that the down arrow keypad button is more difficult to press and does not spring back. She noted that all other buttons are responding as expected. The pt confirmed that the keypad is intact.